Manufacturer narrative:
Product evaluation: the lens was returned in the nozzle entry area of a qualified cartridge. Viscoelastic is dried in the cartridge. The lens is positioned correctly with no damage observed. The cartridge shows evidence that it has been placed into a handpiece. No damage observed to the cartridge tip. Iol product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of "defective". The lens is positioned correctly inside the qualified cartridge. Viscoelastic is dried in the cartridge. No lens or cartridge damage was observed. (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an opened and unimplanted intraocular lens that was defected.